Manufacturer narrative:
E1: event city: (B)(6). Event country: switzerland. Name: medtronic minimed country: united states of america address ¿ line 1: 18000 devonshire street city: northridge state: california zip code: 91325 ¿ 1219. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
On 14-apr-2026, it was reported that the infusion set was accidentally pulled out while the patient was working, and this event occurred in switzerland.